Event description:
It was reported the pt has not recharged the ipg as recommended. As a result, the ipg has become inoperable and can no longer communicate with the charging system or programmer. The pt plans to undergo surgical intervention to address the issue(s).

Manufacturer narrative:
Recall: 1627487-07262012-002-r. The ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.